Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #10 (type iii bone). Primary stability and osseointegration were achieved. A previous graft was performed on (B)(6) 2012. The clinician states that the site had a previously failed implant. The clinician reports that the implant came out in impression despite appearing to be integrated during uncovery appt. The implant was removed on (B)(6) 2013. Medical history: no significant findings.